Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Upon further review of the device event history, failure code 808:02 interrupted delivery on (B)(6) 2010. The reported condition has been updated to 808:02. Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause could not be determined and no repairs were performed as this is a stay-in device. Service history review determined that the device has not been previously sent into service for the reported condition of "failure code 808:02." A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 805:01, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.